Event description:
Patient was undergoing a local flexible bronchoscopy and physician was attempting to obtain a biopsy using the equipment in question. The first attempt was unsuccessful and a second attempt was made. During that second attempt, a loud snap was heard and the tension on the forcep was gone. The bronchoscope was removed with the forceps still inside. The forcep was removed with difficulty from the bronchoscope and the biopsy cups were missing from the cap. X-rays was performed of the bronchoscope and the missing biopsy forcep cups were found in the suction port of the bronchoscope. The patient suffered no adverse effects from this incident. Evaluation of the forceps appeared to show device failure of the internal mechanismdevice labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: component failure. Conclusion: device failure directly caused event. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device permanently removed from service. Invalid data - on device destroyed/disposed of status.